Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no manufacturing record evaluation review could be performed. Concomitant products: right- mentor siltex round moderate profile 350cc saline breast implants, catalog number: 3503310, serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a primary breast augmentation with mentor siltex round moderate profile 350cc saline breast implants which the left side deflated after implantation. The issue was confirmed by the physician. As a result patient had the device removed on (B)(6) 2019.

Manufacturer narrative:
Device evaluation completed on 5/22/2019. According to the information received, left deflation of the implant was confirmed by physical examination. During evaluation of the sample parallel lines of shell wear on the anterior aspect were observed, suggesting in-vivo folding or creasing of the device. Leak testing was performed according with mentor procedures and it revealed a tear 0.3 cm in the posterior aspect. Microscopic examination was performed and no evidence of instrument damage was observed. No other anomalies were discovered. The reported complaint was confirmed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on 6/10/2019, indicated that the patient underwent bilateral removal and replacement as follow: left replaced with catalog number 3503380 serial number (B)(4), and right replaced with catalog number 3503380, serial number (B)(4). Manufacturer¿s reference number: (B)(4).